Manufacturer narrative:
A complete lead was returned in two pieces for analysis. The damage found was sustained during the surgical procedure. The lead that was returned was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that patient presented to the hospital for a lead explant procedure. Upon interrogation prior to the procedure, it was noted that the right ventricular - rv lead was exhibiting high pacing impedance. The lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.